Manufacturer narrative:
The device was not available to be returned to the MFR as the pt's family declined an autopsy. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(4) stating that the filter analysis of the pump revealed eminent pump failure. The pt could not tolerate any other type of lvad and preferred to have the pump turned off. The pt subsequently expired and the family declined an autopsy.